Event description:
The pt was injected in the malar fat pad and both nasolabial folds. The pt allegedly developed firmness around the injected area. The pt was treated with a medrol dose pack, warm compress, and motrin.

Manufacturer narrative:
No lot number was given at time of report. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).